Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine and an unknown number of prismaflex tpe2000 sets, an unknown number of patients experienced dehydration, further specified as ¿have made patients dehydrated¿. It was also reported that there was an increase of blood hemoglobin results and minimal changes in blood pressure (no values provided). According to the reporter, additional fluid infusions were required. Additionally, it was reported that ¿filter sets have had bad life spans and do not last a very long period of time during treatment¿. No blood loss, patient symptoms or medical interventions related to "bad life spans" was reported. No additional information is available.